Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap. Living donor nephrectomy. According to the reporter: in the middle of procedure, error tone was heard and the device would not cut at all. Another used to continue the procedure. No patient harm. Operating time not extended. No additional tissue resection or bleeding. Nothing fell into the patient's cavity. The device was not recognized by the generator. The device was activated.

Manufacturer narrative:
(B)(4).